Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): 320-15-03 - rs glenoid plate l post aug, 8 deg, left: (B)(6). 320-02-42 - rs expanded glenosphere 42mm, +4mm offset: (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6). 300-30-08 - equinoxe preserve stem 8mm: (B)(6).

Event description:
As reported by the equinoxe shoulder study, the patient, (B)(6), had an initial left tsa on (B)(6) 2017. The patient presented on (B)(6) 2023 with disassociation of polyethylene. Patient injured shoulder in bed. The case report form indicates that this event is definitely not related to device and/or to procedure. Outcome is resolved on (B)(6) 2023 by revision. Due to clinical study, no devices will be returned for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported may have been due to disassembly. However, the reported disassembly could not be confirmed. Potential contributions of user and patient-related considerations to the event, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the disassembly of the humeral liner cannot be confirmed from the reported information, as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.